Manufacturer narrative:
It was reported that patient underwent a surgery on (B)(6) 2008

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted into the patient. It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that patient underwent laparoscopic left oophorectomy, hysteroscopy and d&c due to left lower quadrant pain, ovarian cyst and menometrorrhagia on (B)(6) 2009. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2007 along with concurrent hysteroscopy, dilation and curettage due to dysmenorrheal and menometrorrhagia. The patient underwent another procedure on (B)(6) 2008 along with concurrent cystoscopy, hysteroscopy d and c and endometrial ablation due to persistent urinary incontinence, menometrorrhagia and dysmenorrhea.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2017.